Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 185 mg/dl, 209 mg/dl, and 74 mg/dl; 285 mg/dl, 298 mg/dl, and 70 mg/dl. The comparisons were performed on different dates. No adverse event reported. Requested return of suspect device and replacement was sent.